Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, they were getting recoverable faults on arm 3. The customer power cycled the system and stated that the issue had been ongoing with arm 3. The technical service engineer (tse) did see in the prior day's logs recoverable faults on arm 3. The system had not had any faults since the system was power cycled. Tse did warn them that the error could come back during the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred twice where arm 3 kept having recoverable faults. In this case the ports had been placed on the patient therefore decided to continue with 3 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit was returned for failure analysis, and the reported failure was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and failed the fiber test on the clock spring. The clock spring fiber was swapped with a new one and the errors went away. The original clock spring fiber was reconnected, and the errors returned.

Event description:
Refer to h10/h11 for follow-up information.